Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Poor aseptic technique is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human gastrointestinal (gi), genitourinary (gu) and upper aerodigestive tracts. Therefore, the liberty cycler set can be excluded as a root cause of this patient¿s adverse event. Based on the required information, there is no allegation or objective evidence any fresenius product or device deficiency or malfunction caused this patient¿s adverse event. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. Upon follow up the pdrn reported that the patient presented to an outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. The cause of the patient¿s peritonitis was reported to be the result of a break in aseptic technique during continuous cyclic pd (ccpd) therapy. The patient¿s culture results were taken (B)(6) 2022 and the organism reported as klebsiella oxytoca. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1000 mg every three days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. The patient is recovering at home and was reported to be asymptomatic. The pdrn confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). Pdrn stated the patient continues ccpd therapy on their liberty select cycler at home following the reported event.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. Upon follow up the pdrn reported that the patient presented to an outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. The cause of the patient¿s peritonitis was reported to be the result of a break in aseptic technique during continuous cyclic pd (ccpd) therapy. The patient¿s culture results were taken (B)(6) 2022 and the organism reported as klebsiella oxytoca. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1000 mg every three days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. The patient is recovering at home and was reported to be asymptomatic. The pdrn confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). Pdrn stated the patient continues ccpd therapy on their liberty select cycler at home following the reported event.

Manufacturer narrative:
Corrected information: h.10, h.6 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. Upon follow up the pdrn reported that the patient presented to an outpatient clinic on (B)(6) 2022. With abdominal pain and cloudy peritoneal effluent fluid. The cause of the patient¿s peritonitis was reported to be the result of a break in aseptic technique during continuous cyclic pd (ccpd) therapy. The patient¿s culture results were taken 2022 and the organism reported as klebsiella oxytoca. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1000 mg every three days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. The patient is recovering at home and was reported to be asymptomatic. The pdrn confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). Pdrn stated the patient continues ccpd therapy on their liberty select cycler at home following the reported event.